Manufacturer narrative:
Investigation results: no photographic evidence or physical samples were provided to investigate the reported condition. A thorough review of the device's history was conducted for optima injector n35-o-multi lot 2506305, and no deviations or non-conformances were found during the manufacturing process that could have contributed to the issue. Three retained samples were received for further evaluation, and during the visual inspection no damage or anomalies were identified. The metrology test performed, no anomalies were detected in the retained samples that could result in luer lock disconnection. The following dimensions were verified by quality metrology team, the results meet the specifications. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality. Based on the information available, we are currently unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.

Event description:
No additional information.

Event description:
Event details: disconnection between alaris tubing and optima injector leading to chemo spill.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.